Event description:
It was reported that a user sought assistance pairing a freestyle libre 3 plus sensor to the ilet after having already paired the sensor to the libre mobile application and was informed that a new sensor would be required because the current sensor was in use by another device. No adverse events and no alerts or alarms were reported. Outcomes included no clinical health impact. User support included troubleshooting and user education regarding pairing requirements and sensor allocation. Investigation of this case revealed that the sensor was paired to an incompatible or conflicting device, which prevented pairing to the ilet, consistent with expected device behavior. It was concluded, based on previously established findings for similar reports, that user setup and use of the sensor with another device caused the pairing limitation.